Event description:
It was reported that an alert for high, out of range pacing lead impedance was received. The pacing lead impedance had steadily increased to greater than the upper limit over the past two months. Lead was capped and replaced.